Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stenting procedure, stent damage occurred. The severely calcified, 90% stenoic lesion was located in the right coronary artery(rca); the vessel characteristics are unknown. The lesion was dilated multiple times to 18 atmâ¿¿s with two non-bsc balloons. The 2.5 x 26mm taxus liberte drug-eluting stent (des) was advanced to the lesion and reported to be unable to cross. Upon withdrawal of the device, resistance was encountered and upon inspection after removal from the patient, stent flaring was observed. The procedure was completed with the successful deployment of a 2.5 x 20mm taxus liberte des, with a 15% residual stenosis remaining. No patient injury of complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
Returned product analysis revealed proximal stent damage. One of the stent struts was raised. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. In the complaint report, it is noted that resistance was felt upon withdrawal and it was noted that the stent struts were flared. Per directions for use (dfu)if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The root cause of the complaint is unknown. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution.